Event description:
A loss of therapeutic effect was reported. The hcp noticed that the lead was broken and tangled in the generator.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.